Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual examination of the returned product identified the device exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Evaluation of the returned device identified the fracture was consistent with common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history records were reviewed and no discrepancies were identified. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon inserting the persona trial poly, the poly would not seat completely and correctly. Using the persona handle, the surgeon attempted to twist the poly into place, and when using a jerking motion to twist the poly into the correct seated position in the tibia, the persona left cps tasp+0 bottom fractured. The surgeon was able to trial, even with the broken poly. The surgery was not delayed except to ensure that all the pieces of the broken tasp were removed from the patient.